Event description:
During an in clinic follow-up, the device was found to be in a back-up mode. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.